Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on right ventricular (rv) lead switching the lead from bipolar to unipolar. The lss was triggered due to high out of range pacing impedance measurements of greater than 2500 ohms. It was also noted that there was inappropriate mode switching due to farfield oversensing of the ventricular signal on the atrial channel. Boston scientific technical services (ts) was contacted and discussed programming options. At this time the physician decided to leave the rv lead configured in unipolar as it had appropriate impedance measurements. Mode switching was programmed off in the log book. No x-rays were taken at this time and no adverse patient effects were reported. The device and leads remain in service.